Event description:
Customer reported going to the emergency room (ER) due to a diabetes-related incident while using the pump for insulin therapy. The highest blood glucose level recorded was 24.2 mmol/l, and the customer had moderate ketones of 2.6. No injury occurred, and healthcare professionals did not identify the ketone level as life-threatening. There were no observed issues with the cartridge, infusion set tubing, or insulin. The suspected cause of the high blood glucose was occlusion. The customer resorted to multiple daily injections (mdi) and received IV fluids and insulin treatments, which resolved the issue. Following a pump system check, no pump-related issues were identified, affirming the pump was functioning correctly. The customer was released from the ER on the same day as the arrival.